Event description:
A report was received from the clinical study indicating that this patient had a cypher stent implanted at a saphenous vein graft (svg). Approximately 14 months later, the stent restenosed, the patient also experienced stable angina. At e-select's index procedure, the restenotic svg was treated with implantation of a cypher select plus stent, the stent was deployed at 18 atms. Post dilatation was conducted as the stent was not fully expanded with 3.5x15mm balloon at 18 atms. At one month follow-up the patient remained asymptomatic.

Manufacturer narrative:
Please note: the device involved in this complaint is distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent. Any add'l information will be submitted within 30 days of receipt.